Event description:
The customer reported small black particles coming out of the scope after dry hanging involving an olympus ultrasonic bronchofibervideoscope. The inner channel retained black fluid which slowly came out of the inner channel after hanging dry. Additionally, the outer distal insertion tube was shredded. The customer stated after using the borescope to visualize the inner channel that it was a mixture of very small black particles (presumed to be deterioration of inner lining of scope) and water. This was followed after olympus endoscope reprocessor washes, air tube connection, and hang drying. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detached distal end a root cause could not be identified. Based on the results of the investigation, regarding the detached distal end, it is likely degradation led to component failure. Regarding the outer distal insertion tube was shredded, it was likely, friction led to component failure. Regarding the black particles/black fluid coming out of the scope, the cause could not be determined. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.